Event description:
Additional info: 15-20 hours after insertion of the device, the patient developed signs of peritonitis (pain, hardened abdomen). 30 hours after placement, it was removed and a laparotomy was performed showing that the stomach was injured. Patient was transferred to intensive care unit and treated. Patient expired 3-4 days later. No autopsy performed. The three physicians involved can't explain why peritonitis occured. The guidewire never was (unreadable) and they said it was a perfect procedure. Endoscopy performed directly after the insertion of the peg showed no abnormal findings and no bleeding. They assume the patient had been injured during insertion, but they don't know how. The patients poor health condition may have contributed to the event.

Manufacturer narrative:
D5. This expiration date does not conform to our standard expiration dating format - unk source for this date.